Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called to assist customer at home due low blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Cracked battery tube threads noted during visual inspection.